Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5, h6 (medical device ¿ problem code). The device was returned to the factory for evaluation on 07/28/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. A white piece of material was observed on the intact heater wire. There were no visual defects observed on the intact jaws or heater wire. An investigation was conducted on 07/28/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. There was no white material returned as seen in the photographic evaluation. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did transect tissue four (4) times. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle was manipulated to retract and extend the c-ring with no physical or visual difficulties observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device, the reported failure "contamination /decontamination problem- contamination" was not confirmed. The lot # 3000468303 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was debris noticed in the tunnel during branch ligation, all particles were removed from the tunnel. The origin of the debris is unknown. The hp2 jaws were not affected and appeared to be intact, no wire separation or silicone missing. New device was used to complete the procedure. No delay reported. No patient harm reported. Per the photo, it shows debris in the tunnel.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was debris noticed in the tunnel during branch ligation, all particles were removed from the tunnel. New device was used to complete the procedure. No delay reported. No patient harm reported. Per the photo, it shows debris in the tunnel.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.